Event description:
It was reported that prior to starting a da vinci si surgical procedure the (B)(4) bipolar forceps instrument wires were noted to be coming apart at the top. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Engineering also found a derailed cable. The one grip close cable was derailed from the distal idler pulley. The grips still opened and closed, but movement may not be precise. The evidence was inconclusive, but the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Engineering also observed a derailed cable. The one grip close cable was derailed from the distal idler pulley. The grips still opened and closed, but movement may not be as precise. The evidence was inconclusive, but the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. No other damage was found.